Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have air bubbles in reservoir. Customer's blood glucose was unknown. After troubleshooting, customer changed reservoir and determined that it may have been a shadow in the reservoir. Customer was able to solve issue. Customer was advised that infusion set would be replaced. No further information provided.